Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call.

Event description:
The customer reported that the left screen of monitor suddenly became dark on the 9800 system. No pt injury was reported.